Event description:
The pt underwent CABG with placement of the lima to the lad and svgs with connectors to the diagonal and om. Sixty days postoperatively, the svg-diagonal was 90% stenosed at the connector and stents were placed. The svg-om was occluded. Fifty-two days following the first intervention, the svg-diagonal had 90% in-stent restenosis. Ptca and brachytherapy was performed. Seventy-four days following the second intervention, the svg-diagonal had 90% in-stent restenosis. The pt was treated with ptca and rapamune.